Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and noticed a brown spot on white inlet connector. The reported condition was verified. The cause was most likely inherent to contamination during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix non-vented, high-volume inlet contained particulates in the package. The particulates were in the packing and/or on the inlet. This occurred when the customer was going over their stock. There was no patient involvement. No additional information is available.